Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power while obtaining a patient's ECG. The patient associated with the event was not harmed.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power while obtaining a patient's ECG. The patient associated with the event was not harmed.